Event description:
Same case as: 2134265-2008-01758. It was reported that during a coronary stenting treatment procedure, a dissection occurred. The 99% stenosed lesion being treated was located in the moderately calcified, mildly tortuous mid right coronary artery (rca). The lesion was predilated with a 2.5x12mm maverick balloon. There were no issues observed in images following the use of the maverick balloon. The physician implanted a 2.50x20mm liberte bare metal stent. The proximal edge had a slight dissection and residual stenosis. The physician implanted a 2.50x12mm liberte bare metal stent and experienced a rupture in the vessel. A 4.0x19mm non-bsc covered graft was inserted. The physician post dilated with a balloon (unk size and manufacturer) for a minute, which resolved the rupture. A 2.50x12mm liberte bare metal stent was deployed proximal to the first stent. The physician felt the case had a positive outcome. Pt was stable through the entire process, final angiography looked very positive. Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.